Manufacturer narrative:
Additional information: section h imdrf annex codes, a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers at the station were failed and required maintenance. The field service engineer (fse) had responded to a report that the main pyxis station was unavailable for accessing or recovering smart drawers. Upon inspection, the fse opened the top-drawer cover and observed normal light indicators at the communication sled. The back panel door was also opened, revealing normal lights at the rear of all six drawers. The fse performed a power cycle on the device and reinstalled all drawer cables into the communication sled. Following a system reboot, diagnostics were run on all drawers and confirmed successful operation. A final reboot was performed, after which the user was able to recover previously failed drawers and completed an inventory check as a test. All drawers and pockets tested without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, failed drawers and require maintenance. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from another station. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, failed drawers and require maintenance. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from another station. There were no adverse events or injuries reported due to this event.